Manufacturer narrative:
At the time of the incident, the lift was over 10 years old and still had the original cell installed. Medcare warranties nuts and bolts on our machines for 2 years.

Event description:
Resident transferred from bed to chair via medcare lift-n-weigh with the assistance of two personnel. The load cell bolt broke during the transfer and the resident fell to the floor hitting the left side of their head on the wheelchair and landing flat on the floor. Resident suffered a fractured pelvis and a laceration.